Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient¿s spine and catheter both had a leak. It was noted the patient wanted to confirm if a manufacturing representative would be present for their revision. It was noted that a revision was scheduled for (B)(6) 2014. With morphine in the pump, but they had a reaction with leg and feet swelling. It was further noted the patient¿s healthcare professional (hcp) changed the drug from morphine to fentanyl in (B)(6) 2013. The reporter stated they had a respiratory reaction in (B)(6) about six days, approximately (B)(6) 2014 . The reporter stated following that their hcp did a blood patch on the patient, but that did not work. It was noted the patient¿s drug dose and concentration were turned down since the most recent reaction. The pump contained fentanyl. Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported that there was a problem with the patient¿s catheter. The patient was looking for a surgeon who could take care of this. The patient thought that the catheter moved around (B)(6). It was thought to be leaking and a dye study was to be done on the day following this report. From (B)(6), the patient had to go to the hospital due to a ¿respiratory reaction and all¿. It was also reported that the patient believed that she was allergic to the morphine, which was previously in the patient¿s pump, because it started making her legs swell. The pump medication was then switched to fentanyl and increases were being twice a week. The patient then had the ¿reaction¿, causing her to go to the hospital. The patient also had swelling in her back where the catheter was. This may have occurred around (B)(6).

Event description:
Information was received from the consumer. On (B)(6)-2014 the pump had been changed to minimum rate. Fentanyl was in the pump until mid (B)(6) (reported as 3-4 weeks prior to (B)(6)-2015), then the healthcare provider put saline in the pump. The pump was programmed as low as it could go and left at that. The pump will be explanted because the catheter kept causing cerebrospinal fluid (csf) leaks.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, per consultation notes, the patient was seen for a neurosurgery consultation on (B)(6) 2014. At this time, it was noted that the patient had a period of nausea and vomiting and incontinence associated with diarrhea, which had been worse over the last 2 weeks. The problems had been intermittent, but had been worse lately. Her pump medication had been reduced and, since then, the patient felt somewhat better. When she stood for a long period of time, she had fluid that built up in her back, at the top part of her incision where her pump was implanted. She had headaches and neck stiffness as well. The patient currently felt that she still had the fluid in the subcutaneous tissue, but was much smaller when she lay down. Upon physical examination of the patient's back, the patient had swelling at the top of the previous approach for the placement of the pain pump and catheter. The area was minimally tender. There was no erythema or drainage. Regarding complications of the pain pump with a subcutaneous pocket of fluid, csf versus infusate from the pump catheter was indicated. An MRI of lumbar spine with further treatment based on findings was recommended. Before the patient underwent repair of the csf leakage, the hcp decided to proceed with a port dye study to make sure that there as no dislodgment of the catheter and that the infusion of the drug into the subcutaneous tissue rather than the intrathecal space. Per procedure notes from (B)(6) 2014, prior to the procedure, there was a possible dislodgement of the catheter with swelling in the back. Regarding the indication for the procedure, it was noted that the patient had a big lump and swelling from the insertion site of the catheter. It was unknown that it was a leakage of the medication or if it was a csf leakage in the pocket. During the procedure, aspiration for csf was positive. There was free flow of the fluid and the hcp aspirated about 7ml of the csf that was discarded. The patient was injected with ominpaque dye through the filter in a volume of 5ml. There was no spread of the dye along the entire catheter. The patient's pump was reprogrammed with a bolus dose by priming the catheter. The infusion rate was to stay the same. The patient was to follow-up in the hcp's office as needed. The hcp's impression was that the patient had no leakage of the medication outside of the intrathecal space. The swelling and the residual pocket in the spine was related to the csf leakage and she would need a neurosurgical consult for a possible repair of the leakage. Per operative notes from (B)(6) 2014, a catheter malfunction occurred. A removal of the catheter with a repair of the csf leak was done. The incision over the upper lumbar area was reopened and the connector was identified immediately upon opening the subcutaneous tissue. There was a gush of clear fluid surrounding the connector, consistent with spinal fluid. Culture and sensitivities were sent as well as a gram stain. The gram stain showed no organisms, but occasional white cells consistent with csf. The incision was gradually opened and deepened and the catheter was traced to the entry point of the dura. The catheter was noted to spontaneously express itself form the intrathecal space. The stoma was identified readily, however, and the purse string was placed around the stoma. The catheter was then reinserted and x-ray confirmed the extent of its length upwards to t12. The purse string was secured and at this point, valsalva was performed with no evidence of any spinal fluid leakage around the catheter site at this point. The seal was placed overlying the exposed dura. A small patch of duragen was placed over the areas well. The wound was irrigated with bacitracin and normal saline. Hemostasis was obtained. The wound was then closed in a watertight fashion in several layers. Dressing was applied. The patient was taken to the recovery room. There was no untoward neurologic activity noted by monitoring checking during this procedure. The patient was admitted on the date of this surgery and was discharged three days later.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had issues with the pump since implant in (B)(6) 2013. The patient had a csf leak, which was surgically fixed on (B)(6) 2014. The patient's dose was increased 13-14% on (B)(6) 2014. The patient was taken to the emergency room (ER) on (B)(6) 2014 because spinal fluid was coming out of the patient's back. The patient was hospitalized that night. The patient was to have a catheter replacement on (B)(6) 2014. The device system was used to deliver fentanyl. It was later reported that, as of (B)(6) 2014, the patient had been dealing with a csf leaking for approximately "weeks". A catheter explant was to occur on the same date to let the area heal. It was later reported that a large portion of the catheter was removed and the opening into the dura was "over sown". The patient was leaking csf that saturated her clothes, both at the spinal incision and at the pump pocket. The patient was to remain in the hospital for several days on antibiotics. The hospital "intensivist" was to handle the pain control currently. It was later reported that the patient experienced redness at the pump area and swelling. The patient had a csf leak through the skin. A surgical intervention occurred on (B)(6) 2014 and catheter or catheter segments, not in use, were left in the patient. It was unknown if catheter segments were left in the intrathecal space. As of (B)(6) 2014, the patient was in the hospital. The device system was used to deliver morphine, with a start date of (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Pro duct ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was later reported that when the patient did get to use the pump, it did help, but patient really has not been able to use the pump because it always would get leak. The patient has been in and out of hospital with surgeries due to leaks in the catheter and spine. Everything was unhooked at the time of report. The pump was not hooked up to anything. The patient's catheters were removed due to issues with the catheter and leaks. It was noted that every time they connect the catheter, the patient gets a spinal cord leak. The last time they tried to hook everything up was in october and that didn't work because of leaking. These issues have been going on all year, they will put it back in and nothing will work. The patient had an appointment with their health care professional on the day of report. It was later reported that the patient was still having concerns regarding their device or therapy, but were working with their health care professional (hcp) or manufacturer's representative. Since implant, the patient has had nothing but trouble due to leaks in the leads and spinal fluid leaks. It was noted that on (B)(6) 2014, the patient had to go to the emergency room (ER) due to having respiratory reaction due to the leaks and lost their sense of taste and smell for several days. The patient was very sick. The health care professional (hcp) tried a blood patch on (B)(6) 2014 and it did not work. The patient had a surgery (B)(6) 2014 due to spinal leak, and medication in pump leaking.the patient was back in the hospital (B)(6) 2014 through (B)(6) 2014. The patient was very sick due tothe leaks and was in the ICU 9 out of the 14 days. The patient had to go back to the ER on (B)(6)2014 and had emergency surgery again. The last time the patient was in the hospital they unhooked the pump and a few of the ER visits and hospitalizations, the patient had fluid squirting out of their back and onto the floor. At the time of report, the patient had another leak of some sort and the patient's hcp was trying determined what. The patient had to have a plastic surgeon work on their incision on their back because of the many surgeries the prior year. The patient's tissue was dying and it was turning blue. The front were the pump is also doing the same thing and it is puffy again and retaining fluid there and in the patient's back. The patient's back surgery was messed up, so they are going to have to go back in and repair it all again and it will be a more invasive surgery. The patient's legs were going numb and making the patient fall. The patient thought the pump was used to infuse fentanyl, but was not sure if there was even medication in the pump. Additional review indicates the following information previously reported in manufacturer report # 3004209178-2014-21099, pertains to this manufacturer report. [It was reported that there was a csf leak. The patient had multiple surgeries to try to repair the dura since (B)(6) 2014. The manufacturer's representative was unsure what portion of the catheter, if any, has been left in place. It was noted that the pump had been delivering fentanyl at minimum rate since (B)(6) 2014 into the pocket. A catheter replacement procedure was to occur.]